Event description:
Unit is going into alarm condition, unable to reset condition. Patient turned blue while condition was occurring patient was taken to hospital. Patient condition is ok at this point. Follow-up information provided by psw: alarm had been going off about every couple of minutes, more frequently when patient would fall asleep, which was only for short periods of time. At about 05:00 sunday in 2005, patient awoke having trouble breathing and requesting to go to the hospital. Once the ambulance attendants arrived, unplugged the ventilator and moved patient onto the ambulance stretcher. Then proceeded to wheel him to the ambulance, as soon as they got out of the house the ventilator completely conked out and would not restart. Note between the time the patient was loaded on stretcher and when the ventilator went blank it was not sounding the alarm.